Event description:
The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h is being updated in this report.

Manufacturer narrative:
The manufacturer previously reported information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report updated as- the manufacturer received information alleging an issue related to a dreamstation auto CPAP device's. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. During the evaluation of the device, customer complaint was confirmed. The third-party service center visually inspected the device and found foam particles. In addition, the device was scrapped. In this report, box d, h, b has been updated/corrected.